Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation of organs"), pregnancy with contraceptive device ("pregnancy"), abortion spontaneous ("miscarriage"), genital haemorrhage ("heavy bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient started essure. The patient's last menstrual period was on an unknown date and estimated date of delivery was on an unknown date. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and clinically significant/intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("long cycles"), pain ("pain") and abdominal pain upper ("stomach pains"). The patient was treated with hysterectomy, surgery to remove the essure implant on (B)(6) 2015. Essure was withdrawn. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, menorrhagia, pain and abdominal pain upper outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered uterine perforation, abortion spontaneous, genital haemorrhage, autoimmune disorder, menorrhagia, pain and abdominal pain upper to be related to essure. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding (seen as genital bleeding), became pregnant with a subsequent miscarriage, and also experienced autoimmune disorder. Miscarriage and autoimmune disorder are unanticipated in the reference safety information for essure while the remaining events are anticipated. Coils were removed approximately 4 years and 6 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian tube perforation with essure may occur, most often during insertion. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. In the present case, limited information regarding the pregnancy was provided. However, given the nature of this event causality with essure cannot be excluded. Regarding the miscarriage, it is the most common complication of early pregnancy. Considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was considered unrelated to the insert. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the event autoimmune disorder was considered unrelated. This case was regarded as incident since intervention was required (hysterectomy). A product technical analysis is being sought. Further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of organs'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("long cycles") and abdominal pain upper ("stomach pains") and was found to have a pregnancy with contraceptive device ("pregnancy"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, menorrhagia and abdominal pain upper outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain upper, abortion spontaneous, autoimmune disorder, genital haemorrhage, menorrhagia and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: mr received: lot number was added. Event genital haemorrhage and pregnancy with contraceptive device seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), uterine perforation ('perforation of organs/perforation (fallopian tubes)'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("long cycles/menorrhagia"), abdominal pain upper ("stomach pains"), abdominal pain ("abdominal pain/pain: abdominal"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("vaginal haemorrage") and was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (no complications)"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, uterine perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, abdominal pain upper, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, autoimmune disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, uterine perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 20111. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Amendment: the report was amended for the following reason: all information related to reporters, events, reference section and source document from deleted case: (B)(4) was added to this case. Events added: abdominal pain/pain: abdominal, vaginal pain, severe cramping, vaginal haemorrhage and she did not undergo essure confirmation test ere added. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), perforation ('perforation of organs'), abortion spontaneous ('miscarriage') and autoimmune disorder ('autoimmune disorder') in a female patient who had essure (batch no. 844601) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". On(B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization and intervention required), perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abortion spontaneous (seriousness criterion medically significant), genital haemorrhage ("heavy bleeding"), autoimmune disorder (seriousness criterion medically significant), menorrhagia ("long cycles/menorrhagia"), abdominal pain upper ("stomach pains"), abdominal pain ("abdominal pain/pain: abdominal"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("vaginal haemorrhage") and was found to have a pregnancy with contraceptive device ("pregnancy/pregnancy (no complications)"). The patient was treated with surgery (hysterectomy, surgery to remove the essure implant on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, perforation, pregnancy with contraceptive device, abortion spontaneous, genital haemorrhage, autoimmune disorder, abdominal pain upper, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown and the menorrhagia and vaginal haemorrhage had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for pregnancy with contraceptive device with essure. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, abortion spontaneous, autoimmune disorder, fallopian tube perforation, genital haemorrhage, menorrhagia, perforation, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2011 and (B)(6) 2011. Discrepancy noted in date of removal (B)(6) 2014 and (B)(6) 2014. Lot number: 844601 manufacturing date: 2011-03 expiration date: 2014-03 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Coding request event "perforation nos" updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
Quality-safety evaluation of ptc: unconfirmed quality defect - but plausible; counterfeit no sample not available - since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although re unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect would not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases cannot be evaluated. Meddra llc: device ineffective. Most recent follow-up information incorporated above includes: on 17-feb-2017: final ptc investigation result received. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced perforation of organs (seen as uterine perforation), heavy bleeding (seen as genital bleeding), became pregnant with a subsequent miscarriage, and also experienced autoimmune disorder. Miscarriage and autoimmune disorder are unanticipated in the reference safety information for essure while the remaining events are anticipated. Coils were removed approximately 4 years and 6 months after insertion. Changes in bleeding pattern may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. Uterine perforation may occur with trans-cervical intrauterine procedure. In this particular case, the exact time point and mechanism of perforation was not reported. However; based on the nature of this event, causality with essure coils cannot be excluded. Limited information regarding the pregnancy was provided. However, given the nature of this event causality with essure cannot be excluded. Miscarriage, it is the most common complication of early pregnancy. A mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, thus this event was considered unrelated to the insert. Essure is a method of local, mechanical action, being very unlikely its systemic influence. Therefore, causality between this device and the event autoimmune disorder was considered unrelated. This case was regarded as incident since intervention was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Further information is expected only through litigation process.